Event description:
It was reported the patient received a 27 mm sjm valved graft. Postoperatively, the pt. Experienced multiple episodes of unexplained drop in blood pressure. A transoesophageal echocardiogram (toe) revealed evidence of severe aortic regurgitation during one of the episodes. A toe and transthoracic echocardiogram (tte) revealed normal leaflet function. Another tte and 3d echo showed further evidence of intermittent leaflet function. The valved graft was explanted and replaced with a smaller sjm valved graft. Upon explant, the examination of the valved graft showed one leaflet that appeared to be misaligned in orifice. Additional information has been requested.